Event description:
Caller reported a malfunction on pump and did not experience any prior notable events. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer was advised by technical support to put the pump into storage mode before returning it and to use mdi as a backup therapy. Technical support confirmed shipping address and sent a replacement pump with updated software, ensuring customer understood necessary steps upon receiving the pump.